Event description:
It was reported that patient underwent a surgical procedure involving his inflatable penile prosthesis (ipp) due to a sizing complaint. His lgx 18cm was exchanged for a cx 21cm.

Event description:
It was reported that patient underwent a surgical procedure involving his inflatable penile prosthesis (ipp) due to a sizing complaint. His lgx 18cm was exchanged for a cx 21cm.

Manufacturer narrative:
The implant date, lot number, manufacturing date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by physician.